Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2020, product type: lead product ID 977a260 lot# serial# va2219h017 implanted: 2020-06-09 explanted: product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-nov-2023, UDI#:(B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 23-aug-2023, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ins was working well in terms of pain relief, but it suddenly stopped. Pt states that they took an x-ray and confirmed that one of the leads has moved. Pt has met with the manufacturer representative for reprogramming but they haven't found the "sweet spot" yet.